Event description:
On 07-apr-2026, an arthrex subsidiary employee reported via email that an ar-4030c-10 fastthread biocomposite interference screw (10 x 30 mm) was damaged during surgery. The case was completed using another replacement. This was discovered during an anterior cruciate ligament procedure on (B)(6) 2026, with no reported patient harm. Additional information was received on 21-apr-2026: this was first identified during use in the patient at the time of tibial graft fixation. An ar-4030c-10 fastthread biocomposite interference screw (10 x 30 mm) was used to complete the case. There were no detached fragments reported. There was no case delay and no additional anesthesia administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.